Event description:
Routine complaint investigation confirms a false high reading being obtained. These results under certain conditions, could have adverse clinical effects to the user of the system. No injuries were reported in the field.